Manufacturer narrative:
Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the plate broke during surgery. There was no reported consequence to the patient. This report involves one (1) 2.0mm ti miniplate-double bend 29mm/6mm spacing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the mini-plate was received in a used condition. There are signs of heavy deformation at all over the plate visible as well as at the first locking hole is cracked. Above the second locking hole a heavy mark is visible. The anodized layer is worn away at the damages as well as the whole plate surface which indicates that they were caused post-manufacturing. The complaint condition is confirmed due to the damages found on the mini-plate. Because of the damage, it is not possible to measure the relevant dimensions anymore. However, based on the findings above no fault could be found in material or during the production. This kind of damage is typically reverse-bending event. The bending marks on both sides of the implant at the fracture location support the hypothesis of reverse-bending, which may weaken the plate and lead to premature implant failure. Please note: reverse bending or use of the incorrect instrumentation for bending may weaken the plate and lead to premature plate failure (e.g. Breakage). Do not bend the plate beyond what is required to match the anatomy. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot : a DHR review was not performed for this pi. This lot was manufactured by elmira. Please reassign this task to the correct group. Part number: 443.176, lot number: 39p0521, part manufacture date: 28 january 2020 , manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.0mm ti mini plate ¿ double bend was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.,part number: 443.176 lot number: 39p0521, part manufacturing date: 28 january 2020, manufacturing site: elmira. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 39p0521 of mini plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 15l6561 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h876958 met all specifications with no issues documented that would contribute to this complaint condition. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.,a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.